Event description:
It was reported that following a trial procedure, the patient was experiencing excruciating pain. The pain was described as a cycling burning sensation. The physician believed that nerve irritation occurred with lead placement due to anatomical issues. The patient underwent an early lead pull procedure. The explanted lead was not returned as it was kept by the medical facility.

Event description:
It was reported that following a trial procedure, the patient was experiencing excruciating pain. The pain was described as a cycling burning sensation. The physician believed that nerve irritation occurred with lead placement due to anatomical issues. The patient underwent an early lead pull procedure. The explanted lead was not returned as it was kept by the medical facility.

Event description:
It was reported that following a trial procedure, the patient was experiencing excruciating pain. The pain was described as a cycling burning sensation. The physician believed that nerve irritation occurred with lead placement due to anatomical issues. The patient underwent an early lead pull procedure. The explanted lead was not returned as it was kept by the medical facility. Additional information was received that the patient underwent emergent magnetic resonance imaging (MRI) of the thoracic and lumbar spine which showed relatively no change from previous studies. The patient was placed on percocet and medrol dosepak and had improvement of his symptoms, however, the patient had increased bilateral tightness in the lower extremities. The physician recommended physical therapy. The patient will undergo a re-trial.